Manufacturer narrative:
Concomitant medical products: cocr head, xl, 32/+8, taper 12/14, catalog no# 01.01012.328 ; lot no# 2677320, durasul, alpha insert, hooded, nn/32, catalog no# 01.00013.514 ; lot no# 2675507, allofit aloclassic shell uncemented, catalog no# 4250 ; lot no# 2669153. Therapy date: (B)(6) 2018. The manufacturer did receive x-rays, or other source documents (surgical report) for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the right side and underwent revision surgery due to shaft fracture and synovitis.

Manufacturer narrative:
Concomitant medical devices: allofit aloclassic shell uncemented, catalog no# 4250 ; lot no# 2669153. Head (competitor's product). Liner (competitor's product). Therapy date : (B)(6) 2018. Note: the previously reported concomitant devices (head and liner) were explanted in a previous revision surgery, which is reported under (B)(4). The concomitant devices that were in vivo at the time of the revision surgery due stem fracture (present case) were corrected in the present report. DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: fracture of the stem. Review of event description: in the present case, a fracture of the cls® spotorno® stem at the neck was radiologically observed. It is stated that the fracture occurred without trauma. The primary implantation of the stem took place in (B)(6) 2013. Review of received data: review of available information. The description of the event in the bfarm user report indicates that the fracture occurred without any trauma. Previously, there were no complaints, according to the patient. The reported weight and height of the patient resulted in a bmi of 30.8 which can according to the bmi scale be classified as obese class I (moderately obese) (bmi 30 - 35) [1]. The implant certificate for the patient with the affixed product stickers was received. Surgery report, (B)(6) 2013: a minimally invasive approach is performed from the greater trochanter to dorsoproximal with the patient in lateral position. It shows a trochanteric bursitis which is removed and sent to histology. The capsule is incised and the hip is dislocated. A step osteotomy of the femoral neck is performed 1 cm above the trochanter minor (like planned preoperatively) at a 45° angle to the femur axis. The acetabulum shows a synovitis of the joint which is removed and sent for histology. The acetabulum is gradually milled for a shell size 62. Some bone material from the milling is then placed in the area of the bottom of the acetabulum in form of a bone plastic to generate a sufficient offset for the cup and thereby achieve the necessary total offset of the hip. A 62 allofit shell is impacted with 45° inclination and 20° anteversion. The shell sits firm. A few marginal osteophytes are removed, which could impair mobility and could lead to dislocation. The inlay is inserted in such a way that the hooded area is placed dorsally. At the femur, the remaining neck fragments are removed. The femur is gradually rasped up to the size 12.5. The 125° ccd angle is placed. The hip is first reduced with an l head. This does not show enough offset and leg length, so that with a xl head the right offset and the right leg length is achieved. This shows an optimal play while pulling on the leg and no dislocation tendency to ventral or dorsal. The rasp is removed and an original cls 125° stem size 12.5 is impacted. The stem gets to the same depth as the rasp and holds firmly. The trial xl head is reattached and shows the same findings, so that after cleaning and drying the original xl head is placed. The joint is reduced and the wound is closed. Surgery report, (B)(6) 2014: recurrent luxation of the right hip is diagnosed. The anesthesia examination shows a mobility of 0-0-100° extension / flexion, abduction / adduction 40-0-20°, internal / external rotation 30-0-50° without dislocation tendency. The joint is opened. During the examination, ventrally distinct adhesions appear which are gradually removed later. The examination reveals a dorsal dislocation tendency at 30° adduction in the lateral position as well as at 75-90° internal rotation. Ventrally there is no dislocation tendency. The xl head is removed then the adhesions that have developed especially in the ventral area of the stem and the cup are gradually removed. These adhesions can provoke dislocation. The cup is exposed and the insert is removed. Osteophytes, which may favor dislocation, are removed as well. The new insert is placed with the hooded area dorsally. Concerning the stem, the 2xl and the 3xl 7.5° offset heads rotated into anteversion are tried. The 3 xl head shows optimal condition and no dislocation tendency even at 30° adduction and 90° internal rotation. Therefore the original components 3xl 7.5° offset and bioball head are impacted on the taper. After cleaning and drying the joint is reduced. The wound is extensively rinsed and then closed. An x-ray check shows a correct implant position and no indication of fissure or fracture. Surgery report, (B)(6) 2018: the hip is opened, an osteotomy is performed and the outer rotators are loosened. The osteotomy lid is lifted and the fixed cls prosthesis is released from the lid slowly. It is then ventrally medially the fixed prosthesis gradually freed. When freeing the fixed prosthesis, a medial fracture occurs in the proximal region. Then the fixed prosthesis can finally be removed. The femoral lid is cleaned and the acetabular side is exposed. The capsule is then opened. It shows ventrally a fibrotic synovitis which is removed and sent to histology. Shell and insert are shown. The shell sits firmly. The insert is removed and after extensive cleaning a new insert is placed with the hood dorsally. The remaining part of the report describes the implantation of the new components (stem and head). The operative x-ray check of the right hip with two views shows correct implant positioning and no signs for fissure or fracture. The cup has an inclination angle below 50°. X-rays: five x-ray images were received in a pdf. The handwriting on the document indicates that they were taken in three different phases of the cls® spotorno® stem's time in vivo: after the implantation of the stem , after the revision of the head and when the stem was already fractured. The first two phases include an ap and a second view of the right hip. The last x-ray shows a pelvic overview. A date is not visible on all of the x-rays. The pelvis overview shows that the stem neck is fractured at the level of the stem shoulder. The proximal fracture part and the attached adapter / head combination are tilted in such a way that they rest approximately at a 90° angle to the stem. Devices analysis: visual examination: the cls® spotorno® stem is fractured at the distal end of the stem's neck approximately at the level of the stem shoulder. Bioball adapter and bioball head are firmly fixed on the proximal fracture part. In the anchoring area of the cls® spotorno® stem bone attachments and damage (e.g. Scratches and instrument marks) most likely from the revision surgery are visible on all sides. The proximal fracture surface is partially intact with some large and coarse scratches while the fracture surface on the distal fragment is intact except for some polishing along the edges. The structure of the fracture surfaces points to a fatigue fracture with the origin located on the anterolateral corner side of the neck. In the stem's neck region on both fracture parts and on the collar of the head adapter some blackish spots and areas can be observed. If the fracture surfaces are hold close to each other, it is noticeable that there is also a black spot, which spreads over both fracture parts. This spot is located at the fracture origin. The durasul® alpha hooded insert shows a cut-in starting from the rim going through the articulation surface twice and ending on the backside. This most likely derived from the revision surgery. On the rim round-shaped marks from an instrument can also be observed around the attachment holes for the setting instrument. The edge of the spherical calotte is flattened and appears shiny in one area extending from the hood to the neutral rim.the articulation surface appears shiny in some areas and matt in other areas. The articulation surface was further investigated using a binocular (wild m38, heerbrugg switzerland) with magnification up to 40 times. The investigation revealed that the shiny areas show numerous fine scratches and while in the matt areas coarser scratches can be observed and machining marks are still visible. The backside of the insert exhibits a mixture of backside changes and machining marks. Scanning electron microscope (sem): the blackish spots observed in the stem's neck region were investigated with a scanning electron microscope (sem) type jeol jsm-6610 . The different blackish spots showed a similar appearance. They showed a different surface structure when compared to the regular blasted surface. Additionally, the blackish spots observed around the fracture location were examined in more detail especially the blackish spot located at the fracture origin. The investigation showed some kind of dark powder-like deposit . Stress approximation: the cls® spotorno® stem was used in combination with a bioball¿ adapter offset 7.5°, 3xl (+14 mm) and a bioball head from merete medical gmbh [2]. According to the packaging leaflet that accompanies every zimmer product only authorized combinations must be used [3]. ¿to determine whether these devices have been authorized for use in a proposed combination, please contact your zimmer sales representative or visit the zimmer website: www.productcompatibility.zimmer.com.¿ [3]. A head / head adapter with an 8 mm (xl) neck length is the maximum approved length for the cls® spotorno® stem. Therefore a stress approximation for the tensile bending stress at the fracture location was performed according to iso 7206-6 [4]. It includes the loading properties for fatigue tests of the neck area of hip stems. To determine the required angles and distances for the approximation, the two fracture parts of the stem were reassembled and photographed. To avoid damage, the fracture surfaces were previously covered with an elastic film. The image of the reassembled stem was then overlaid with the stem¿s x-ray template and calibrated. The tensile bending stress of the present combination is increased by 16% compared to the maximum approved neck length of 8 mm (xl) at the location of the fracture . Conclusion: in the present case, a fracture of the cls® spotorno® stem at the neck was radiologically observed. It is stated that the fracture occurred without trauma. The primary implantation of the stem took place in (B)(6) 2013. The available information indicates that recurrent dislocations of the hip led to a revision surgery in (B)(6) 2014. In the latter the received insert and head of the hip prosthesis were implanted. The cls® spotorno® stem shows a fatigue fracture at the neck starting from anterolateral. In the stem's neck region some blackish spots were observed which were further investigated with the sem. The investigation showed some kind of dark powder-like deposit. The durasul® alpha hooded insert shows a partially flattened and shiny appearing edge of the spherical calotte which points to an impingement with the collar of the head adapter. The cls® spotorno® stem was paired with a bioball adapter and head from merete [2]. ¿products manufactured by zimmer biomet were not originally designed to be compatible with products from other manufacturers. There was no assurance that products from different companies may be safely used in combination with each other.¿ [5]. Therefore the current combination is considered to be "off-label use". Additionally the combination included an increased head / head adapter neck length which leads to an increased tensile bending stress by 16% compared to the maximum approved head / head adapter neck length of 8 mm (xl) at the location of the fracture. The reason for the fracture stays unknown. Contributing factors are the off-label use with the increased head / head adapter neck length leading to an increased stress in the stem¿s neck region. Another possible contributing factor could be the blackish deposits observed at the fracture origin which might have locally altered the surface. However, an altering of the surface could not be proven because the surface underneath the blackish deposits could not be investigated. Therefore, it remains unknown if or to what extent they might have been related to the fracture. What influence the patient's high bmi had on the fracture or if there were other influencing factors cannot be said. References: [1] wikipedia ¿body-mass-index¿ visited on september 17, 2018, https://en.wikipedia.org/wiki/body_mass_index. [2] "bioball® system the original." Visited on september 17, 2018, http://merete-medical.com/bioball-system-das-original/. [3] femoral stems for total hip arthroplasty, important information for the operating surgeon, art. No. D011 500 211 - 05/09 - en/da/nl/fr/de/el/it/pt/es/sv/tr-ed. 05/09. [4] iso 7206-6, implants for surgery ¿ partial and total hip joint prostheses ¿ part 6: endurance properties testing and performance requirements of neck region of stemmed femoral components ¿ second edition 2013-11-15. [5] zimmer biomet ¿product compatibility ¿ visited on september 20, 2018, www.productcompatibility.zimmer.com. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).